Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue may cause the user to misread the display. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission 29-may-2018 the device has been returned and evaluated by product analysis on 24-may-2018 with the following findings: during investigation, the original complaint of the line through the display was unable to be duplicated.